Event description:
The user facility reported that following completion of a patient procedure, their 4085 surgical table emitted a small amount of smoke. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found damage to the base of the table and shroud covers from fluid intrusion. The 4085 surgical table is designed to meet ipx4 fluid resistance standards, and the normal fit of the table covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 standard, it is the user facility's responsibility to ensure the table is properly draped and/ or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. To resolve the issue, the technician replaced the power supply and repaired the damaged column covers. The unit was tested, confirmed to be operating according to specification, and returned to service. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly." The operator manual further states, (5-10), "sealing table covers: whenever the table column cover assembly and/or table base cover are removed and then returned, the covers need sealed to prevent fluid intrusion to meet ipx4 requirements." While onsite the technician counseled user facility personnel on the proper use and operation of the 4085 surgical table, specifically on proper draping and/or fluid management practices, as well as the importance of not storing items on the base of the table, and the importance of following proper preventive maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.